Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2023-01719 for the second exalt model b scope used. It was reported to boston scientific corporation that an exalt model b single use bronchoscope, slim, was used during a bronchoalveolar lavage (bal) procedure on (B)(6) 2023. During the procedure, the image was lost. The exalt monitor displayed pixelated lines, then an error message was noticed. As the physician removed the endoscope from the patient, the image flickered, but it could not be recovered. A second exalt scope was used to attempt to complete the procedure. However, the issue recurred, therefore, a third exalt scope was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: device code a06 captures the reportable event of loss of visualization inside the patient.